Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse manager reported a patient had a blue fiber retained in the wound (incision site) one day after a cataract procedure. The blue fiber was removed and there was no harm to the patient. No additional information is expected.

Manufacturer narrative:
Additional information provided. As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The customer reported that when the technicians aspirate with the syringe, using the balanced salt solution (bss) from the plastic bowls that come inside the pak to clean the instruments, the blue fibers got inside the hand piece and inside the patient¿s eye. As the lot number was not provided, the pak configuration could not be reviewed. A sample was not returned for this complaint. When this type of issue occurs, a sample will need to be returned so that a proper investigation can be conducted. If possible, at the very least, the customer should provide the manufacturer with a photo of the improper component to help with the investigation of the issue. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause of the fibers. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. Warehouse operations states that product shall be stored in containers that are closed to the warehouse environment in order to prevent mix-ups and to prevent product from being coated with dust or otherwise soiled. Action will not be taken for this occurrence. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. Manufacturing management and quality engineering materials will be made aware of this complaint through the monthly complaint review meeting. It is recommended that the customer place the surgical instruments on a mayo tray and if applicable avoid placing them directly on a mayo stand cover or the back table cover. Additionally, the instruments should be wiped before passing back to the surgeon. This will assist in preventing lint contamination on instruments and help to reduce the risk of lint getting into the patience eye. The manufacturer internal reference number is: (B)(4).